Event description:
Reporter alleged obtaining discrepant blood glucose results of 62 mg/dl back to back with a result of 347 mg/dl when testing was performed 1 minute apart on the advantage system. No report of any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.